Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to code corruption from undetermined source. The cause of the bvvi was code corruption from undetermined source.

Event description:
It was reported that the patient presented for a follow-up in clinic. During interrogation of the pacemaker, it was noted that the device went into backup vvi mode. It was also noted that the device reached elective replacement indication (eri) in (B)(6) of 2020. The physician explanted and replaced the device. The patient was in stable condition before, during and after the procedure.